Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter, ubd: 11-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of gablofen at 200 mcg/day via an implantable pump. It was reported during a scheduled pump replacement surgery on (B)(6) 2020 the catheter would not flow during an attempted catheter aspiration. Aspiration was attempted through the cap (catheter access port). The catheter was then cut two additional times. The catheter was cut once on the pump segment and another time distal to the connector. No flow was observed. There were no environmental/external/patient factors to report that may have led or contributed to the issue. No other symptoms were reported previously. The catheter was replaced completely. It was indicated the hospital was in possession of the device and would be returning the catheter. The issue was resolved as of (B)(6) 2020. The patient's status was provided as alive - no injury.

Manufacturer narrative:
H3: evaluation of implantable catheter serial number: (B)(6) revealed no significant anomalies. Analysis found damage consistent with explant damage on the catheter. Evaluation of implantable pump serial number: (B)(6) found that the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during dispense testing in the lab. H6: code conclusion d14 (67) remains applicable for the catheter. Code conclusion d15 only applies to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.